Event description:
It was reported that the pump flipped over and the catheter became detached. The pt experienced a return of pain and hot/cold sweats. A revision was performed. Per the reporter, the pump therapy was currently helping with the pain. The type of medication, concentration, and daily dose being administered via the pump were not reported.